Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The universal surgical manipulator (usm) was replaced to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed, and the reported failure was confirmed and replicated. Related clockspring error 1126 was confirmed in the log. The usm was tested on an in-house system where it failed normal mode due to error 319. The usm was also tested on an in-house functional test platform where it failed the fiber test for the clockspring fiber. A gold clockspring fiber was installed to troubleshoot with passing results.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer called in to report that a recoverable 319 error occurred on universal surgical manipulator (usm) 1. Prior to contacting intuitive surgical, inc. (Isi) technical support, the customer already power cycled the system without change. The customer was advised to disable the usm, but they would like to use the usm. An isi technical support engineer (tse) advised that they could perform a hard power cycle of the patient side cart (psc) to regain functionality but could not guarantee if it would work. The surgeon elected to disable the usm and continued with the planned procedure. No known impact or patient consequence was reported.